Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes the lead continues to exhibit noise and ams episodes. The patient continues to be monitored and their medical condition is good.

Event description:
New information notes that during a follow-up on (B)(6) 2013 little episodes of noise were observed. The noise was reproduced by stress test on the right arm of the patient. The patient continues to be monitored. The patients condition was good before and after the event.

Event description:
It was reported that the atrial lead exhibited low impedance and noise. The patient's medical condition was good and the patient would be monitored.